Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 4 months post implant of this 27mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 29mm transcatheter valve. The reason for replacement was reported as severe aortic insufficiency. It was also reported that the patient had severe shortness of breath and edema, as well a diastolic blood pressures ranging from 20-40mmhg. The patient's blood pressure improved after valve deployment. No additional adverse patient effects were reported.